Event description:
It was reported via a call report that the rn from the cardiac care unit (ccu) phoned the clinical support specialist (css) to troubleshoot the pressures on the fiberoptix sensor (fos) arterial pressure (ap) source. The pt had an intra-aortic balloon (iab) inserted via a sheath in the femoral artery. The pt had been receiving intra-aortic balloon pump (iabp) therapy for "several hours" prior to this phone call. According to the rn the light bulb on the console was green, fos status codes were ok. The pressures on the fos were "completely different" from the central lumen a-line and all other sources. The rn did not feel they were a good representative of the pt. The fos pressures were: sys 59, dia 68, aug 88 and map 44. The central lumen pressure was in the 120's or higher over 60-70. The css had the rn disconnect and reconnect the fos slide and cal key. Audible tones were heard and catheter previously zeroed was displayed and no change in pressure noted. The css and rn discussed that clinical judgment should always be used to determine the pressures that are the accurate clinical representation of the pt. A manual calibration was attempted. The map was increased to equal the map on the central lumen. The systolic and diastolic pressures did not adjust, but remained inaccurate. The css discussed potentially connecting the fos to another pump if possible; there is currently no other pump nearby. The css had the rn disconnect the fos slide and cal key and autopilot switched to the transducer central lumen as the ap source. The rn felt these pressures were the best clinical representation of the pt. The rn was concerned that she could not use autopilot without the fos source. The css explained by this is not the case. The pt is very stable on the pump. The css recommended that the catheter be kept on removal for return to us and the pump checked.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.